Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: acetabular liner elevated rim 28 mm i.d o.d. Size j catalog#: 00672808900 lot#: 48901500, unknown bias stem, size 14 mm catalog#: unknown lot#: unknown, femoral head 28 mm diameter medium 7 mm neck length catalog#: 00902602900 lot#: 16569200, unknown 6.5 mm spongiosa screw catalog#: unknown lot#: unknown. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03794.

Event description:
It was reported that patient underwent a right hip revision approximately ten years post implantation due to wear and acetabular osteolysis. Attempts to obtain additional information have been made; however, no more is available.